Event description:
Mother of pt reports she was routinely changing his continuous glucose monitor about a week and a half ago and noticed that when she removed the unit, the thin sensor wires that are injected into the fatty tissue were not present. Moc placed a new cgm on the other side (left) of his abdomen, immediately received a "failure" signal and removed it. Again, no wires present upon removal.